Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, crease fold, wear abrasion, and stress marks. Weight measurement of the device identified device was underweight. Microscopic analysis was performed which identified a sharp crease on posterior side and stress marks. Based on the device analysis the final assessment was a sharp crease on radius side due to fold flaw opening.

Event description:
Healthcare professional reported a right side "rupture" and "due to voluntary recall." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture and due to the voluntary recall. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a right side "rupture" and "due to voluntary recall." Device has been explanted.